Manufacturer narrative:
The device will be evaluated and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console displayed ec 284 " excess_air_in_hex". No patient complications were reported.

Manufacturer narrative:
Mps console was received and decontaminated. The reported message "is there air in the heat exchanger", which is related to error code ec284 (excess air in the heat exchanger), was duplicated. During the investigation, it was observed the vent valve was continuously opening and closing (popping). The fluid level sensor was replaced and the console reassembled and tested. The console successfully passed all operational verification testing. The fluid level sensor was sent to the supplier on scar20--19 to investigate the cause of the failure. Root cause of the issue was identified by the supplier. They have implemented an improvement change in their manufacturing process.